Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead passed through the foramen ovale of the right atrium and was implanted in the left ventricle in error. One week later, an attempt was made to place the lead in the right ventricle but lead manipulation difficulties were encountered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.